Event description:
It was reported that during the implant procedure, when placing the leads into the cardiac resynchronization therapy defibrillator (crt-d), the wrench would not engage in the header. The physician replaced the wrench and the crt-d was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.